Manufacturer narrative:
D10. Concomitant products: scba, battery scba (serial#: unknown), scgaa, reusable generator a scgaa (serial#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the springs had disengaged from the device. Damages were observed at the generator horn interface. The dissector has a damaged waveguide. The waveguide tip was fractured and not returned. Functional testing found that the damages observed were due to misuse, most likely a forceful assembly. A device with a damaged mandrel assembly wouldn't pass the end of line tests. The waveguide was inspected under magnification and the origin of the crack was identified. It was reported that the device did not activate during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, after about 10 minutes the device presented a red light. The surgeon cleaned and re-assembled but without success. Another dissector was used with the same generator and battery and it worked normally during the rest of the case. No detached piece fell into the patient's cavity. There was no patient harm/injury. Medtronic's initial evaluation of the incident device found that the dissector has a damaged waveguide. The waveguide tip was fractured and not returned.